Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed carbohydrates to address bg. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.